Event description:
The distributor reported that the pump loaded the cartridge after the rewind step without buttons being pressed. The distributor also reported that the pump's display screen was fading and difficult to read. There was no reported pt impact.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.